Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after he may have laid on the device. The customer reported that the screen had condensation visible under it. Blood glucose level at the time of the incident was not provided customer also confirmed that the insulin pump had been dropped occasionally. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a button error alarm, and had no button response due to corroded keypad traces. No moisture damage was found inside the pump. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.